Manufacturer narrative:
The reported event of no rf telemetry was confirmed. The device was received with normal output and telemetry communication. The device¿s wireless communication (rf) was no longer available as expected due to low battery voltage condition. Electrical and mechanical tests performed indicated normal device functionality operating near elective-replacement voltage (eri), consistent with normal projected longevity.

Event description:
It was reported that the patient presented remotely to the abbott technical support. The patient pacemaker was unable to communicate with the patient's transmitter due to a radio frequency (rf) malfunction. Upon further assessment, the physician elected have the rf transmitter replaced with an inductive transmitter. No patient consequences were reported.

Event description:
New information received notes the patient's pacemaker was explanted and replaced. No patient consequences were reported.